Manufacturer narrative:
Manufacturer's report date: 03/04/2009. Patient information requested and all available information is included.

Event description:
Date of event is unknown. Customer reported that after spiking the blood or saline bag, the tubing separated from the spike above the roller clamp. No patient harm reported. Though requested, no additional information was available.